Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the piston was not dropping on insulin pump. The customer stated that they experienced low blood glucose of 42 mg/dl which was treated by drinking soda and bowl of cereal. Customer stated that the insulin pump was indicated that the reservoir icon was red but when he removed the reservoir from the insulin pump it felt wet. The reservoir will not be returned for analysis.